Event description:
It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx closure device and delivery system (wds) were inserted. After six attempts (five partial and one full recapture) at implanting the device, the original wds was removed and exchanged for a 20mm wds. The 20mm wds was inserted and deployed. The device did not pass the tug test and was recaptured. Contrast was injected and a pe was then discovered. A pericardiocentesis was performed and the procedure was aborted. The patient has been discharged. There are no future plans for laa closure at the time.